Event description:
It was reported that a patient experienced an air embolism, hypotension and st segment elevation. During a pulsed field ablation (pfa) procedure a farawave catheter was used and presented a spline inversion issue. During the procedure, the repeated insertion and extraction of the catheter caused that an air bubble got into the circulation and clogged a coronary artery, leading to a segment elevation and hypotension. The intervention of a coronarographist was required and the patient return to normal condition. The defective catheter was replaced and the procedure was completed. The device is not expected to return as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.